Manufacturer narrative:
B3: event date is date valid  brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient due to the patient having multiple implants, it was unknown which implant was being used with the controller brand name intellis; product ID 97715 (serial: (B)(6) ); implant date: (B)(6) 2020 brand name intellis; product ID 97715 (serial: (B)(6)); implant date: (B)(6) 2019 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they are in the hospital and needs to put the implanted neurostimulator into MRI safe mode patient stated the controller will not turn on unless it is plugged into the ac power cord. Patient stated they have not used the controller in a long time. Patient service specialist had patient remove the li battery and plug the controller into the ac power cord patient verified the controller does power up. Patient put the li battery back in and verified the green light is flashing on the controller. Patient verified the pins on the battery pack do not appear to be damaged. Pt mentioned they are seeing the "set up" screen on the controller. Patient services (pss) reviewed meaning. Pss is going to call pt back in 1 hour to verify that the controller has incremented in charge and pt will try to charge the implant. Pss made an outbound call to pt and they verified the controller is still connected to ac power and stated the green light is solid - pt disconnected the ac power cord and the controller shut down and would not respond. Pss is sending repair a request for the c ontroller and the li battery pack.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.